Manufacturer narrative:
Device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. Event occured from 05 april 2024 to 08 april 2024, it was reported that patient faced an issue with four infusion set was fell off during use. The infusion set was in use for two hours to half day. The patient replaced infusion set and resumed insulin successfully. No further information available.